Event description:
Pt developed back & chest pain, hypertension & shortness of breath during treatment & was transferred to intensive care unit. Lab analysis showed hemolysis. Pt admitted as hypertensive emergency with bp 250/150. There was no significant drop in hdct. Not believed to be related to recall bts.